Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our fse (field service engineer) was on site and investigated the reported issue. The fse found out that the cause of failed internal leakage test was due to expiratory cassette and the expiratory cassette was replaced. Then the ventilator passed all functional and safety tests according ti factory specifications. The received test log shows that on the given event date, the ventilator failed the pre-use check because of internal leakage failure. The technical log shows that there was no ventilator malfunction at the time of the event. The root cause of the leakage was due to expiratory cassette.

Event description:
Importer ref. #: cc-cpl-2019-00699. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. (B)(4).